Manufacturer narrative:
Other relevant device(s) are: product ID: 64002, serial/lot #: (B)(4), ubd: 06-jul-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was in the hospital for battery replacement. Upon interrogation of their device it was noted that they had a low impedance on the bipolar configuration of 0 and 1 on the left stn. Patient did not report symptoms or loss of therapy. No external factors are known to have contributed to the issue. Repeated the impedance check with new battery in place which did not resolve the issue. The hcp requested a new pocket adaptor. Old adaptor was removed and a new one was connected to the patients system. An impedance check was conducted and all impedances were normal interop as well as in recovery. The issue was resolved. No patient symptoms were reported.

Event description:
Additional information was received from the rep reporting that the patient battery was replaced due to eri. The low impedance was resolved once the pocket adaptor was replaced.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.